Manufacturer narrative:
Other, other text: the device has not been returned to the investigation facility to allow for an analysis to be performed. When the device is received for evaluation or if new information is obtained, a follow up report will be submitted. E1. Initial reporter zip code exceeded the maximum allowable characters, zip code is as follows:(B)(6). E1. Initial reporter phone number exceeded maximum allowable digits, phone number is as follows: (B)(6). Health effect impact code: no adverse event; no patient impact h3 other text : product not returned to investigation facility.

Event description:
The customer reported that the module is not giving correct readings. There was no patient impact or consequence reported.